Manufacturer narrative:
This incident is being reported due to being likely to cause or contribute to a death or serious injury. There was no indication of patient involvement with this incident. The subject bolt secures the leg shifting mechanism to the base of the lift. If the bolt breaks or is missing, it prevents the legs from remaining in a locked position, which may result in instability. It is unclear if the missing bolt resulted from a device malfunction. The rpl600-1 user manual (part number 1078987-o) warns several times that the legs of the lift must be in the maximum open position and the shifter handle locked in place for optimum stability and safety. The manual also instructs: regular cleaning will reveal loose or worn parts, enhance smooth operation, and extend the life expectancy of the lift.

Event description:
Dealer stated the customer is requesting replacement hardware for the spreader bar on this rpl600-1 lift. He said the spreader bar fell off the other day and some of the hardware is now missing. He needs the bolts and springs for the spreader bar.